Manufacturer narrative:
Manufacturer review of x-rays. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device malfunction is suspected but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated a system diagnostic test at the office resulted in high lead impedance indicating a possible lead break. Md reports that the patient reported redness and swelling to the neck area. There was no report of the patient experiencing any injury of trauma that may have damaged the vns therapy system. Device was programmed off by physician. X-rays reviewed by manufacturer showed a gross lead break below the negative electrode. Patient was taken into revision surgery, md discovered "cyst like pus pocket" upon opening the neck incision. Cultures were obtained. Area was debrided. Md chose not to reimplant at this time. Patient was hospitalized for antibiotic treatment.